Manufacturer narrative:
The reported event could be confirmed. The visual inspection showed that the screw is broken. Only the head of the screw was received for inspection. The second end was left in the patient as reported in the complaint. More detailed information about the complaint event (such as the x-rays) must be available in order to determine the root cause of the complaint event. However based on the complaint history some potential root causes are the following (but not limited to): misalignment between the k-wire and the screw (bending of the k-wire), screw positioning was not optimal, screw selection was not optimal, conflict with other device or debris, screw insertion method was not optimal. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during fixation of an mtp, the head of the fixos cs24a screw sheared off of the screw. The distal end of the screw was left in the patient. It was further reported that the surgeon did not pre-drill the bone. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during fixation of an mtp, the head of the fixos cs24a screw sheared off of the screw. The distal end of the screw was left in the patient. It was further reported that the surgeon did not pre-drill the bone. Procedure was completed successfully with no surgical delay or adverse consequences reported.